Event description:
Discrepant urine test results from three different patients. The patients were tested and all three patients tested negative (-) with the icon 25 hcg test kit. None of the three urine samples were the first morning voids. Serum samples from all three patients were collected for hcg quantitative testing on the same day the urine samples were collected for testing with the icon 25 hcg test kit. The hcg quantitative test results were positive. The hcg quantitative value was not provided by the customer. There has been no change to patient treatment that can be attributed to this event.